Event description:
It was reported that the patient stated that within the past few months he began having trouble inflating his inflatable penile prosthesis and he thinks the valve is somehow getting stuck. He stated prior to that he had used it at least every couple of weeks without difficulty. The patient also stated that he didn't get any training from his physician. Patient liaison gave the patient some guidance to get the device to work but he states that the pump is still stuck and he can't get it to inflate. Local sales representative will reach out for further assistance and trouble shooting. No more information is available at the moment.